Event description:
Medwatch states: patient was taken to surgery for treatment of a volarly displaced comminuted intra-articular distal radium fracture with a sagittal split at approximately the level of the lunate facet. There were three main intra-articular pieces. There was a large volar shear piece that was keyed nicely and anatomically and was then keyed to the distal radial articular surface. It was secured to the shaft with cortical screws and then a series of locking screws were placed distally to obtain a near anatomic reduction of the articular surfaces. Fluoroscopy was used to confirm excellent alignment of the fracture. Postoperatively the surgeon became aware of the retained locking tower. The patient returned to surgery seven days later for removal of that locking tower with no additional problems.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, it appears a fast guide was inadvertently left inside the patient. The investigation was limited to review of the information provided, as the part and lot number required to review the device history records was not provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.